Event description:
It was reported that a malfunction alarm occurred with a display showing malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.